Manufacturer narrative:
Product code: dre. Concomitant devices: spectranetics dvx/glidelight 12fr laser sheath/500-301, spectranetics dvx/lead locking device (lld)/58-067. PMA/510(k): k14118. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation.

Event description:
It was reported to customer relations that the patient's lead was successfully extracted using the cook evolution rl controlled-rotation dilator sheath set (lr-evn-11.0-rl) . However, following the extraction of the lead from the right ventricle, and while attempting to gain access with a wire, an effusion was detected. The procedure was then converted to an open procedure to reach and stop the effusion.

Manufacturer narrative:
D2: product code: dre. D11: concomitant devices: spectranetics dvx/glidelight 12fr laser sheath/500-301, spectranetics dvx/lead locking device (lld)/58-067. G5: PMA/510(k): k14118. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported to customer relations via complaint form "the lead was successfully extracted. Following the extraction of the lead from the right ventricle, and while attempting to gain access with a wire, an effusion was detected." The case was converted to an open procedure to reach and stop the effusion.